Manufacturer narrative:
The wearables questionnaire was reviewed for potential causes of the reported issue. Based on this review, placing the wearable directly on the skin has been ruled put. Other potential causes of the reported issue are an incorrectly sized wearable and the patient being a poor candidate due to health, weight, age, or mental capacity. The stimulator is used to treat pain. The cause of the rash is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in wearable issues. Wearable issue rates remain acceptably low; thus, a CAPA is not required at this time. Wearable issue rates will continue to be tracked and trended.

Event description:
The patient reported a rash due to their wearable. The patient used a topical steroid and took a break from wearing the wearable. As of (B)(6) 2025, the rash has subsided and no further issues have been reported.